Event description:
It was reported that prior to an unknown procedure the activation button did not function properly.

Manufacturer narrative:
(B)(4). Should the information be provided later, a supplemental medwatch will be sent. The device was received with the blade discolored (blue) due to heat generated from contact between the blade and the tissue pad; the blade was found cracked at the discolored location. The device was tested with a handpiece and a gen11 and the device did activate using max and min buttons; however an instrument error screen was displayed and the blade was broken off during the analysis. The device was disassembled to inspect internal components and corrosion was found at the hand activation domes. A probable cause of an instrument error screen is blade damage. The device will stop activating and either display instrument error screen, when the blade becomes damaged. Probable causes of blade damage, including breakage, are external contact during pre-op or general use, blade contact with other devices, staples or clips during the procedure or using any means other than the blade wrench to attach or detach the blade. Once minor blade damage has occurred, subsequent activations may increase damage severity and result in yellow alert screens, such as ¿tighten assembly¿, ¿blade error detected¿ or "relaxed pressure on blade" followed by a ¿replace instrument¿ screen later in the procedure and continued usage can result in a broken blade. The corrosion in the domes is possibly caused when the device was soaked for re-use or the device being soaked for cleaning before shipment for analysis. The reported failure was confirmed but the root cause cannot be identified because it is unknown when the corrosion occurred. The corrosion would have inhibited electrical contact between the dome and the circuit. Our manufacturing, sterilization, packaging and shipment processes do not introduce corrosion to the device. It is probable that this may have affected the functionality of the hand activation buttons.